Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 38 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). The device was not returned for analysis; therefore, a technical analysis could not be performed. However, three photos were attached to the complaint record and reviewed. The first photo shows the foil packaging of the device. The second photo displays the catheter number, and the third photo depicts a break in the shaft.

Event description:
It was reported that shaft break occurred. The 83% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 38 x 3.00mm promus premier drug-eluting stent was advanced for treatment. However, during the procedure, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure. It was further reported that the break occurred during the attempt to cross the lesion which is inside the patient and the device was removed along with the guiding catheter.